Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing due to a fracture. The lead was successfully capped and replaced. The patient tolerated the procedure well and was doing fine post surgery.